Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy, while the device was being applied to the colon, the device was difficult or unable to load. The device cannot be loaded. The two halves did not join and lock in place and the white flag interlock was not engaged. The nurse or staff in the operating room was not able to close the instrument together after reload of a new cartridge. They tried with two different instruments, but when they should reload, the instrument was not able to put together. They used several instruments, because they could not reload the stapler with a new reload, to complete the case. There was no patient injury.